Event description:
A customer contacted haemonetics on (B)(6) 2008 and alleged that a burning smell like smoke was found on the orthopat perioperative autotransfusion system. No patient injury was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2008 and alleged that a burning smell like smoke was found on the orthopat perioperative autotransfusion system. No patient injury was reported. Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA (B)(4). Haemonetics (B)(4).